Event description:
Three different ekosonic catheters did not function properly. They would not infuse correctly. The side holes did not seem open. The procedure was then completed with successful placement of bilateral pulmonary artery infusion catheters, with no complications.